Event description:
It was reported by customer service representative that the fowler had allegedly malfunctioned and there was an alleged injury to a caregiver. The customer reported that there was pt involvement.

Manufacturer narrative:
Manufacturer's investigations is ongoing. If additional info is received, a follow-up report may be submitted.